Event description:
Procedure: lap. Total gastrectomy. According to the reporter: after the anastomosis, a leakage was found during the leak test. The staff converted to open surgery. The 5mm torn part was recovered by manual suturing. Bleeding was under 200ccs. Nothing fell into the patient cavity. The procedure was extended more than 30 minutes. No patient info available.

Manufacturer narrative:
(B)(4)